Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-synthes product. Clinical adverse event received for severe knee pain. Device and procedure (relatedness). Device related: probably. Procedure related: probably. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).